Event description:
The mechanical ventilator is a microprocessor based life support device that has engineering defects that cause it to routinely display misinformation to the user under certain conditions. In the pcv mode the tidal volume led displays a set tidal volume when no tidal volume is set, the flow rate led displays a set flowrate when flowrate is variable over a wide range of flow during each breath and the led over a waveform is illuminated when that waveform is not being used. A similar problem is true for set tidal and flowrate in the "CPAP" mode. In addition CPAP is not a mode of ventilation. This erroneous info produced by the ventilator is sometimes manually charted into the pt record and may be considered in clinical decision making. Ideally users should know this is misinformation; however, it would be more appropriate for these led displays to be off when not "generating" appropriate info. This mislabeling of a medical device seems inappropriate at best and hazardous if not life threatening to the ventilator pt at the worst.